Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented in backup vvi mode via merlin.net transmission. The patient has unrelated terminal condition and was refusing device interrogation. Later, the patient presented in clinic. Active hv therapy was observed. A device download was performed successfully.